Event description:
While treating a pt with an unruptured 8 mm cerebral aneurysm and extreme vessel tortuosity, the physician was not able to maintain fine control of the catheter. The catheter tip was placed up against the wall of the aneurysm creating compression resistance when pushing the coil out of the catheter. The coil looped out in a way the physician did not like and he attempted to drag the loop into position with another loop. This did not work and during deployment of the second loop, the physician met resistance but continued to advance the loop. The physician then started to pull the pusher assembly back but met resistance and friction due to the vessel tortuosity and because the coil was pinned to the wall of the vessel by the catheter. The physician tried to relieve catheter tension and the catheter jumped back into another section of the vessel. The physician then noted that the coil had detached prematurely. The physician was able to bring the coil down into the catheter then aspirate the coil into the sheath before removing the sheath and the coil together.

Manufacturer narrative:
Device investigation: results: the pet lock at the proximal end of the pusher assembly was unbroken. The detachment tip was empty. Neither the proximal constraint of the coil nor the captured pull wire were visible inside the tip. Careful examination of the pusher assembly's flexible distal segment showed that the end of the pull wire was approx 0.5 mm proximal to the detachment tip inside the pusher. The pusher was cut at the hypotube-polymer joint and the pull wire was removed. The pull wire was looped at the proximal end of the etched section. The wire was straightened and, using a see mic optical measurement system, the narrowest portion of the kinked section measured between 0.00158 - 0.00166", below spec for this part. The catheter shows a bend in the distal tip, but there is no apparent change in lumen diameter. Conclusion: the nitinol pull wire prolapsed in the etched distal segment due to the compressive force of advancing the coil. The wire diameter in the etched segment is below spec. This small diameter resulted in the wire prolapse due to insufficient column strength.